Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: monitor patient¿s blood pressure and general physical status during treatment and initiate appropriate remedial measures or therapy. Particularly monitor and control the patient¿s serum potassium level to prevent cardiac dysrhythmia and the patient¿s blood clotting time to prevent clotting disorders. Outset field service engineer (fse) reviewed the system log with the procedure date (B)(6) 2026 and confirmed alarm_venous_pressure_high. No console-related malfunctions or performance issues were identified. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
The caller reported that the saline bag ran dry approximately 45 minutes into treatment, resulting in air in the venous bloodline. The user ended the treatment and was unable to return the patient¿s blood. The cartridge and saline bag were replaced, and treatment was restarted. During the restart, the patient¿s access line clotted, leading to a second instance of being unable to return the patient¿s blood. Approximately 480cc of blood was lost. No patient adverse event was noted as a result of this event.